Event description:
It was reported that the x-ray showed a protrusio at the cup. "The cup has moved and spun into the pelvis." Pt was revised because surgeon found" a fracture of the medical wall with protusio acetabulum".